Manufacturer narrative:
Product analysis summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, the lead exhibited noise and undersensing. The lead was removed an an alternative lead was implanted. No patient complications have been reported as a result of this event.